Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced periods where the pump felt abnormally hot. It was noted that the pump would get hot when it is charging. Reportedly, the customer believes that the pump has had to be charged more frequently compared to a previous pump. The customer's blood glucose (bg) level was 284 mg/dl and it was addressed with manual injections. No temperature alarms were noted. Reportedly, the customer would continue to use the pump until replacement pump is received. A follow up from the customer on (B)(6) 2016 indicated that their bg level was better. It was noted that the customer purchased an infrared thermometer and stated that the pump was 100.6 degrees when charging. Also, the customer used the thermometer on the pump when it wasn't charging and stated it was 10 degrees higher than the received replacement pump.